Event description:
A patient sample was tested on the advia centaur xp for the (B)(6) total assay as part of a correlation study with the abbott architect. The pt sample results were negative on the advia centaur xp and positive on the abbott architect. The pt is a confirmed acute (B)(6) patient. The results from the advia centaur xp were not reported. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total results.

Manufacturer narrative:
The cause for the discordant (B)(6) total result is unknown. The instrument is performing within specifications. No further eval of the device is required. The IFU states in the limitations section: "assay performance characteristics have not been established when the advia centaur (B)(6) total assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers."